Event description:
On (B) (6) 2010, the nurse attempted to place a rt power PICC in a pt- they couldn't advance more than 23 cm, so after several attempts to thread the catheter, they aborted. Two days later on cxr, a metal object appeared in the rt axillary vein - an ultrasound was done and it was confirmed to be a metal object. Ir removed the object and it had broken into 2 pieces - it was the end of the sherlock stylet/wire from inside the PICC- photos are below.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.